Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h10. The revitan stem was returned for examination with a biolox head mounted on the stem taper. The revitan stem was received disconnected at the connection between the connection pin and the distal part; the proximal part and the connection pin were still assembled. The biolox head shows some metallic smearing on the articulating surface. Revision damage in the form of superficial scratches and nicks can be seen on the proximal part. There are no apparent signs of bone ongrowth on the anchoring surfaces of the proximal part. Revision damage in the form of superficial scratches and deep scratches can be seen on the distal part. Additionally, there is revision damage on the lateral side of the distal part in the form of a drill hole. Bone ongrowth can be seen on the anchoring surfaces on all sides of the distal part. The press-fit region of the connection pin is not anymore in its original condition and shows scratches, polished areas, and fretting corrosion. The face surfaces of the distal and the proximal parts are partially polished and worn/deformed. Further, the wall thickness of the distal part is worn. The medial wall is completely thinned down and a step has formed in the lateral wall, likely deriving from contact with the loosened pin. A review of the device manufacturing records confirmed no abnormalities or deviations. Devices are used for treatment. Medical records in the form of revision report for the affected left hip and the implantation report for the unrelated right hip were provided and reviewed by a health care professional. Findings for the implantation of the unrelated right hip dated include: ¿ total hip components placed without complication, stable with range of motion ¿ gluteal tendon avulsion repaired with fiberwire and sutures ¿ partial weight bearing for 6 weeks with abduction restricted findings for the revision of the left hip include: ¿ fracture revitan stem left hip after revision ¿ transfemoral osteotomy performed to free up the distal segment ¿ black metal debris debrided from the tissues with pseudocapsule removal ¿ distal and proximal femoral stem pieces removed without difficulty or significant bone loss ¿ yellowish discoloration with some abrasions noted on the cup, poly exchanged, shell left intact ¿ cerclage wires placed to stabilize osteotomy ¿ no complications, partial weight bearing with restricted rom for 8 weeks additionally, two pre-operative x-rays and four post-operative were received and show a slight offset of the femoral neck and stem junction, which could indicate pin loosening. However, no further assessment by a health care professional was made, as the revision record provides sufficient dictation of findings. In conclusion, based on the given information and investigation a dissociation of the connection pin of the revitan stem from the distal part is confirmed. Nevertheless, since the cause may be multifactorial, potentially consisting of patient- and procedure-related factors, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item#: 0100401055; lot#: 2432177; revitan prox. Spout 55; item# : unknown; lot#: unknown; unknown ceramic head 36mm+3.5 12/14; item#: unknown; lot#: unknown; unknown poly liner; item#: unknown; lot#: unknown; unknown cup. G2- switzerland. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 - 2023 - 00281 - 1.

Event description:
It was reported that an initial left total hip arthroplasty was performed on an unknown date with unknown products. The patient was subsequently revised due to loosening. The patient underwent a second revision due to fracture of the femoral stem. During the revision, a transfemoral osteotomy was performed to remove the broken stem. Black metal debris and a pseudocapsule was removed from the joint. The worn poly was also exchanged. The shell was left intact, and all other components were revised without complications with cerclage wires applied for stabilization of the osteotomy. Due diligence is in progress for this event; to date no further information has been provided.